Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer experienced unusual discharge containing tampon pieces 30 days after last using tampons and went to the doctor. Doctor removed tampon pieces and prescribed antibiotics for infection. Consumer states she continues to have headaches, swelling, discharge, and abdominal pain. She has another doctor appointment scheduled.